Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, falsely detection of atrial fibrillation (af) was observed. The episodes were actually premature atrial contractions but not af. No programming changes could be done to prevent the issue. The patient was stable.